Event description:
The reporter called regarding the device equinox shoulder system. The reporter had right shoulder replacement done in (B)(6) 2022. She mentioned the pain returned in (B)(6) 2022 for which she consulted the doctor. The doctor dismissed her complain and she did not receive any positive response regarding the pain. She stated," I have weakness and chronic pain in my right shoulder". The reporter also mentioned regarding receiving a letter from company on (B)(6) 2024 stating discontinuation of use of the device. The reporter also mentioned she does not mind if the details are communicated with the company for any further investigation.